Event description:
New information received notes normal device function was observed. It was noted that ventricular tachycardia (vt) was protected as the first recorded episode, and ventricular fibrillation (vf) was recorded afterward. However, before data review, a large number of vt episodes caused older records to be overwritten due to storage limitations.

Event description:
It was reported that despite the device priority being set to high, the electrocardiogram (egm) for ventricular fibrillation (vf) detection and antitachycardia therapy (atp) was not retained in the implantable cardioverter defibrillator (ICD). In addition, the episode was transmitted the following day, but the egm was not included in this transmission either. It was not believed the egm was deleted and it was unclear whether the egm had been successfully retrieved. The treatment was successful so there were no complaints but there was a concern that if treatment failed the information would not be available. There were no patient consequences.